Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. In 2003, it was reported that the stent graft was found to have migrated with evidence of a type I endoleak. A competitor's device was implanted to successfully resolve the endoleak. No clinical sequelae were reported, and the patient is reported to be fine.